Event description:
The plaintiff's attorney alleged the plaintiff suffered a cerebrovascular event in (B)(6) 2011 after use of the product.

Manufacturer narrative:
This is one of two device reports for this event and this is one of two events for this patient. The associated MFR report numbers for this even are 1225714-2013-00211 and 1225714-2013-00212. The associated MFR report numbers for the patient's other event are 1225714-2013-00209 and 1225714-2013-00210. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received indicated that the patient subsequently expired.